Manufacturer narrative:
A used sample #ch3139 connected into a 0.9% sodium chloride 500ml bag and an unknown, extension set w/ drip chamber was returned for evaluation. Inside the dry spike adaptor it was observed an excess of plastic. The set was tested using a filtration system, and in a small plastic debris was found belonging from the spike adaptor. Complaint of particulate matter can be confirmed based in the physical sample returned by customer. The probable cause of the excess of plastic inside the dry spike adaptor was due an error during molding process from ensenada's supplier. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The incident involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter on an unknown date on (B)(6) 2023. The reporter stated that after the nurses prepare their lines by attaching the spike to saline, then attaching the IV line, plastic is noted in the IV line chamber when priming with saline. The sets were not reprocessed or re-sterilized prior to use. There was no patient involvement, no delay in therapy, and no one was harmed as a result of the reported event. This report captures an additional device returned for evaluation that was not included in the customer's initial report.

Manufacturer narrative:
The customer's complaint of particulate matter can be confirmed based in the physical sample returned by customer. No assignable cause related to ICU medical product manufacturing or design was identified. Reported condition of the returned device was replicated. The shape of this drip chamber used to access the ICU medical dry spike is considered the most relevant factor to create these particulates. The probable cause was that the drip chamber tip got broken inside the dry spike adaptor due to unintentional bending force applied during use.